Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected occlusions or keypad unresponsive alarm during testing noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received unexplained and random no delivery alarms and had to press the buttons more than once to get the response. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.